Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation -reported defect not reproduced. No defect found most likely underlying root cause: mlc-021improper technique of obtaining or applying blood sample note: manufacturer contacted customer in a follow-up call on 06-apr-2021 to ensure the replacement strips resolved the initial concern - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 406 and 149mg/dl. The customer¿s expected fasting blood glucose test result range is 125-135mg/dl. The customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen in tupperware). The test strip lot manufacturer¿s expiration date is 04/14/2022 and open vial date is undisclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).